Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator gave an inoperative error code. The customer could not duplicate error code. There is no reported patient involvement associated with this event.